Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted that both the rubber internal components of the seal, the septum and the duckbill, were damaged. The septum, the thinner rubber component, had fragmented, and the duckbill was torn. The rubber fragment returned completed the septum when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Robotic-assisted procedure - " this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Septum damage" "report from the sales rep the customer noted a material like a portion of rubber inside the abdominal cavity and removed it from the patient, completing the robotic-assisted procedure. Their visual inspection for all instruments identified the valve of the even unit was fragmented. The cer check list is unavailable. Initial investigation report the event unit was returned to us and visually inspected. The ddb was torn, but not missing any portions. The septum was fragmented and the returned fragment size is approx. 9.0mm x 9.0mm. The fragment matched the missing portion on the septum in shape. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Type of intervention - "a portion of rubber inside the abdominal cavity and removed it from the patient". Patient status - "no patient injury".